Event description:
Additional information was received indicating that this patient was dependant and had also experienced dizziness with the pacing inhibition and inappropriate therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received shock therapy while sleeping. Boston scientific technical services (ts) reviewed the episode, and it appeared to be oversensing of electromagnetic interference (emi) or a potential lead issue. It was noted that the patient uses a continuous positive airway pressure (CPAP) machine. The noise was unable to be reproduced. Pacing inhibition was also observed. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that led to pacing inhibition and asystole. The rv lead was capped and abandoned and the crt-d was explanted. A new device and lead were successfully implanted. No additional adverse patient effects were reported.